Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic sample, shows a leak from the return luer connection. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from ¿the blue return port¿ of the prismaflex st100 set during prime. There was no patient involvement.